Manufacturer narrative:
Examination of the submitted device confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon broke the gold peripheral glenoid while trying to take it out of the glenoid. It split into two pieces. Nothing was left behind in the patient. The guide was broken after using it so it did not hold up surgery. It is being returned to corporate.

Manufacturer narrative:
Additional narrative: examination of the submitted device confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.